Event description:
It was reported that during bed change, the tubing cracked and saline leaked onto the bed linen. It was mentioned that the crack appeared to be at the y-site. Follow up confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of that the tubing set cracked and leaked was confirmed. Visual inspection found a crack in the female luer wall on the opposite end of the injection gate of the set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No damages were observed on the male luer. A lab syringe filled with blue dye water was attached to the set for a priming test. The set leaked from the cracked female luer. No other leaks were observed throughout the set. The source of the leak is due to a crack in the female luer component. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks. A device history record for model 10800175 with lot number 19036752 was performed. The search showed that a total of 6,003 units in 1 lot number were built on 26mar2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested information on race and ethnicity and relevant medical history were not provided.

Event description:
It was reported that during bed change, the tubing cracked and saline leaked onto the bed linen. It was mentioned that the crack appeared to be at the y-site. There was no patient harm.